Event description:
Patient was revised for osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation was limited to the provided information. The investigation could not draw any conclusions about the reported event based on insufficient information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.